Manufacturer narrative:
Evaluation narrative - two 4.5 twinfix ultra ha anchor assemblies was returned for evaluation. Devices were returned in the same packaging. As a result it cannot be determined which device belongs with what complaint ((B)(4)). Visual assessment confirmed the reported breakage. The distal tips of the anchors have broken off at the suture eyelet. Dimensional analysis of the anchors that could be performed found they met print specifications. Removal of the anchors showed the inserter tines to be bent; this condition is consistent with off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue rotating the anchor until desired placement is achieved by visual inspection¿. With the limited clinical details provided regarding procedure, patient bone quality and site preparation no root cause can be determined. Further investigation is not warranted at this time. Device was available for evaluation on 4 january, 2016. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During an unknown procedure it was reported that the anchor broke upon insertion. The procedure was successful and completed with a backup device that did not break. A small delay was experienced and the anchor broke when the surgeon was threading it in. There was no change in the procedure and the reported broken product was not left in the patient.